Event description:
The lay user/patient contacted lifescan (lfs) another country in 2007 alleging inaccurate high readings on the patient's one touch easy meter. A medical affairs specialist (mas) sent follow up questions and obtained the following information: since the beginning of two months earlier, the meter showed higher results. A usual blood glucose reading for the patient is between 90 mg/dl and 130 mg/dl. In the same month, he had results between 180 mg/dl - 210 mg/dl. He did not contact his physician since his physician was on vacation. In the beginning he increased the insulin dose by 3 units and increased the dose more every day. As the results were still high he increased the amount further until he took at least double the amount of insulin as recommended by his physician. He was doing this for about two weeks. The night of that month at 8:00 pm, the patient took 28 units of insulin; however, does not recall blood glucose result and ate dinner and then went to bed at 9:30 pm. On the morning of the following day at 5:15 am, the patient woke up and felt bad. The patient did not attempt to test his blood glucose. He asked his wife to make him a cup of chamomile tea. When his wife came back in the bedroom the patient fell unconscious. Patient's wife contacted the emergency doctor and did not attempt to test or treat the patient. Emergency services arrived 15 minutes later tested his blood glucose level with a meter for the ambulance. The result was about 30mg/dl. He got a glucose infusion and they took him to hospital. During this time, his blood glucose was not tested with the one touch ultra easy meter. The patient was in the hospital for a day and then was transferred directly into a diabetes specialized hospital. He stayed there for 16 days. Patient's diabetes regimen was changed back to oral medication. While in the hospital, his lfs meter was compared to another hospital device. Patient alleged that his one touch ultra easy meter showed a higher result sometimes anywhere from 50-65 mg/dl higher. Patient was unable to provide any results from the day of the incident or the day before the incident. The technique of applying blood on the test strip was correct. The patient mentioned that he ran a quality control test and the test strips passed using the control solution. Customer care advocate (cca) sent the patient a replacement meter. The complaint is being reported because the patient alleged inaccurate high readings and increased his insulin on his own due to the elevated result and became hypoglycemic.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.